Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.